Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated. Unfortunately, as no specific lot number was identified, it limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
End user states he "has been cathing for retention due to his bladder being overly extended for several years now and has used this product for years he said. He caths 7 x a day. He said he has been ok and uti free for the past several months but in the past, he would get an average of 5-6 utis per year for multiple years. He said each time he said his frequency and urgency increases and he knows he has a uti. He would always have to go to his urologist and get his urine checked and he would be prescribed antibiotics each time (could not name them) for treatment of his symptoms. He said about 3 years ago he had 2 hospital stays due to sepsis from utis and was even treated inpatient. He said utis had been an ongoing problem for him and he was prone to utis." When asked if his "urologist ever figured out the cause of his utis he didn't know but said that he has been uti free since his urologist started him on a "long term antibiotic" he takes for uti prevention as well as he said he has been paying closer attention to his hygiene. He said he has more diligent to wash his hands now prior to each time he caths. He said even in the past he would use a sanitizing pad on his meatus often before but now is just more diligent about it. He makes sure to never touch the catheter to contaminate it prior to use."